Event description:
The patient's boyfriend reported the patient experienced an elevated blood glucose reading for which she was hospitalized. He stated the patient is new to insulin infusion device therapy and was leaving town to attend a funeral. Her blood glucose reading that day was no more than 12 mmol/l (216 mg/dl) at lunch time, but the next day, she started vomiting profusely. The patient's boyfriend stated the patient was so sick that her father took her to the hospital where her blood glucose registered 29.9 mmol/l (538.2 mg/dl). The date of hospitalization was not provided. He reported her normal blood glucose range to be 4-7 mmol/l (72-126 mg/dl). He said she was immediately put on an insulin drip once hospitalized. He stated she was diagnosed with diabetic ketoacidosis and "nearly slipped into a coma." He stated the patient has been on insulin injection therapy since the hospitalization. He believed that the possible cause of her elevated blood glucose might have been the combination of a kinked infusion set cannula and the failure of the infusion device to produce a e4 (occlusion) error. The lot number and expiration date of the infusion set were not provided and the infusion set was not available to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.